Manufacturer narrative:
(B)(4), g2: foreign: japan the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during assembly of the multipolar device, the ring inside the cup disengaged. As a result, the surgeon confirmed the liner could not be removed manually. There was no known patient impact. Attempts have been made and no further information could be provided.